Event description:
Boston scientific crm received information that this device's battery is depleting faster than expected.

Manufacturer narrative:
A copy of the device's memory was preserved and analyzed. Analysis identified that the device underwent a transient high current condition and appears to have since recovered. Our engineers requested another save-to-disk at the next follow up appointment to confirm that the device has fully recovered. This disk was received and confirmed that the device current has been constant and within expected levels for therapy provided since the previous disk analysis. There were no adverse patient effects reported and the device remains in service.